Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that air embolism occurred. During the procedure, while pulling back, air bubbles were noted in the watchdog¿ hemostasis valve and some were injected into the patient. No complications were reported and the patient was fine.